Event description:
A customer reported that their AED is stating "replace battery pack now". They reported that this did not occur during patient use.

Manufacturer narrative:
Analysis of the log files from AED serial number (B)(6) showed that the AED was manufactured on 8/12/2015 and placed into service on (B)(6) 2015 with battery pack serial number (B)(6). On (B)(6) 2019 battery pack serial number (B)(6) was installed. Not enough information in history to determine depletion cause. Should additional information become available a follow-up MDR shall be submitted.